Event description:
It was reported that sensing integrity counter had a value greater than 100. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that sensing integrity counter had a value greater than 100. The lead remained in use. Further information received noted the hospital found oversensing on the lead. Noise was observed on the electrocardiogram (ECG). An increase in lead threshold was confirmed along with a patient alert. The physician "suspected lead failure". A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.